Event description:
It was reported that during surgery, the drill bit shaft snapped. A second drill shaft was utilized to continue the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4).product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.